Event description:
Per the info provided to co by the physician's office, via co's intl rep, the device was removed because "performance was not satisfactory for pt." As reported to co the entire device was removed and replaced with another model prosthesis, produced by the same MFR.